Event description:
The hex style interface between the anchor and driver threaded at the anchor side during insertion. A 1mm drill hole was made with non stryker drill bit and then anchor inserted. When anchor was inserted up to eyelet it would go in no further and when trying to continue to turn it in the screw stripped.